Event description:
The facility reports after bathing a pt, the sub chassis was attached to the hoist chair. The sub chassis and chair became detached from each other and the hoist, causing the pt to fall to the floor. No injuries were reported.